Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain clip could easily open which it partially did in the car on the way home which created a mess both in the car and the house. It needs to be looked at for improvement. Secondly the tube was too short for home use. Patient had to jury rig something due to the height of bed to keep everything in alignment. Thirdly patient was a tumultuous sleeper and the one leg design made it very difficult to sleep. Per additional information via email on 04mar2021, stated that, in-order to remove the bag, customer did cut one line to collapse the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain clip could easily open which it partially did in the car on the way home which created a mess both in the car and the house. It needs to be looked at for improvement. Secondly the tube was too short for home use. Patient had to jury rig something due to the height of bed to keep everything in alignment. Thirdly patient was a tumultuous sleeper and the one leg design made it very difficult to sleep. Per additional information via email on 04mar2021, stated that, in-order to remove the bag, customer did cut one line to collapse the balloon